Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous glucose results for 1 patient tested on accu-chek inform ii meter with serial number (B)(4). The initial test on the meter was hi (result > 600 mg/dl) at 8:38 p.m. The patient was re-tested on the meter two more times at 8:40 p.m. And 8:42 p.m. With results of 340 mg/dl and 257 mg/dl. The operator did not believe that any of these results were correct. The operator then tested the patient with a different inform ii meter. The time of the test and the result received was not provided. Each test was performed using a different finger. Quality controls (qc) were run within 24 hours of the event and the results passed. The patient was fine at the time of the tests and is currently fine. No treatment was provided based on the results. No adverse event occurred. The test strips were requested for investigation. The customer returned 2 vials of the affected strip lot. A specific root cause was not identified for this event. The customer¿s test strips were tested on a retention inform ii meter using retention qc. The qc ranges: level 1: 30-60 mg/dl level 2: 261-353 mg/dl qc results from vial #1: level 1: 43 mg/dl, 45 mg/dl, 45 mg/dl level 2: 298 mg/dl, 303 mg/dl, 298 mg/dl qc results from vial #2: level 1: 44 mg/dl, 44 mg/dl, 45 mg/dl level 2: 301 mg/dl, 297 mg/dl, 298 mg/dl all returned results were within the acceptable range. No information was provided in the complaint that would point to a cause for the discrepant results. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.